Event description:
Incident #1 unopen anchorfast wafer on one side was found detached. Lot# 1l052. Multiple reports about device in the past 6 months. Incident #2 anchor fast wafer noted to be lacking adhesion and malpositioned. Manufacturer response for endotracheal tub (ett) fastener, anchor fast (per site reporter) e-mail summary that these events are occurring again was sent to our manufacturer representative.